Manufacturer narrative:
Based on information provided, it seems that the most probable scenario is that the side rail was incorrectly closed as it was malfunctioned (could not lock in raised position due to lack of grease) and when the patient leaned on it, side rail opened. Citadel bed frame system instruction for use (IFU, 830.213-en rev.14) includes following information: ¿make sure the locking mechanisms are securely engaged when the side rails are raised.¿ "check operation of side rails" - this action should be performed daily by the caregiver. If the result of the test is unsatisfactory, the customer should contact arjo or arjo-approved service agent. "To minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." To sum up, the patient fell from the arjo device therefore it played role in the event. The involved system had malfunctioned (could not lock in raised position due to lack of grease) therefore the device did not meet its specification. The complaint was assessed as reportable due to indication about the patient¿s fall. No UDI number available, the device was manufactured before UDI implementation.

Event description:
Arjo was notified about patient fall from citadel bed. According to the information provided, left body side rail was broken (there was an issue with locking mechanism) and patient was found on the floor. Event was unwitnessed. Facility staff refused to disclose the information on whether the patient was injured as a result of the event.bed's evaluation confirmed that side rail could be raised but was not locking. Bed was swapped. Locking mechanism was lubricated, bed has been tested in accordance with the product's servicing document and operated correctly.